Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the bearings were damaged and had corrosion on the motor device. It was further determined that the speed was too low and the device was losing oil. It was further determined during the pre-repair diagnostics assessment that the device failed for cutter lock, rotational speed and for oil leak. It was noted on the service order that the device had a hole in the hose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: evaluation update: in addition to the malfunctions identified in the initial report, it was determined during repairs that the device was damaged and scratched. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.